Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in st petersburg, florida. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: stirrer motor was completely blocked. The technician was able to get it to spin, however it was very noisy, therefore it was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to stirring mechanism blocked (too slow) at start up and the error would not clear. There was no patient injury.

Manufacturer narrative:
H10: based on the collected information and taking into account the review of similar events, the most likely root cause of the reported event was identified in a mechanical jamming of the stirring mechanism due to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes that may have contributed to the failure of the motor over time are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.

Event description:
See initial report.